Event description:
The pt felt a painful 'hair-pulling' feeling on his head, neck, and scalp 90% of the time after the leads were implanted. The lead pulled from the side of his face down to the neurostimulator in the chest. The pulling was very uncomfortable, irritating and painful. The hcp reported that the pt had persistent tightness/pain in the left neck region near the extensions. The pt also had headaches. The pt underwent revision of the existing extensions to reduce the pulling feeling (date not reported). The extensions were replaced. The pain and discomfort persisted. The lead was wrapped up in the tissue. The device worked extremely well and the pt did not want to lose therapy. The hcp reported the event was a 'non-serious injury/illness'.

Manufacturer narrative:
Result: extensions (2).